Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher adc device scan result of 80 mg/dl compared to unspecified blood glucose reading obtained on a competitor brand meter device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced dizziness and tremors, and initially self-treated with coca-cola and water with sugar. The customer then called an ambulance and upon arrival, the paramedics obtained a blood glucose reading of 50 mg/dl on a healthcare professional (hcp) meter device compared to adc device scan result of 80 mg/dl, and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. The paramedics provided "sugary drinks and food to the customer for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed on the returned sensor patch and no issues were observed. Data extraction was successful.sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended.a watermark was observed at the base of the tail, indicating the sensor was properly inserted. A source measure unit (smu) test was performed. Smu test failed. However, poise voltage and sensor thermistor was found to be within specification. Visually inspected the milled sensor puck and observed adhesives on the molex contacts.to confirm the functionality of the returned sensor, source measurement unit (smu), temperature specification and poise voltage tests are performed. The smu test was performed a second time and passed, confirming absence of accuracy issues. The temperature test results revealed that the temperature is within specification, confirming the proper functionality of the puck's thermistor. Poise voltage test was conducted, and the measurement was within the yielding results. This indicated no problems with the electrical signal lines critical to the glucose reading process.it is concluded that adhesives was not properly removed from the sensor puck before milling and was preventing the molex contact from having proper contact with the adapter pin. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution.all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher adc device scan result of 80 mg/dl compared to unspecified blood glucose reading obtained on a competitor brand meter device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced dizziness and tremors, and initially self-treated with coca-cola and water with sugar. The customer then called an ambulance and upon arrival, the paramedics obtained a blood glucose reading of 50 mg/dl on a healthcare professional (hcp) meter device compared to adc device scan result of 80 mg/dl, and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. The paramedics provided "sugary drinks and food to the customer for treatment. There was no report of death or permanent impairment associated with this event.